Event description:
It was reported that the drive support cap fell out. It was stated that the insulin pump was not dropped. It was stated that the glue at the bottom of the insulin pump just wore out. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with detached end cap sticker.